Manufacturer narrative:
Device evaluated by supplier and not returned to customer.

Event description:
It was reported that upon opening of the sponges in the operative field, foreign material was found between the sponges. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The device is available for evaluation but has not yet been received. Additional information will be submitted once the device is received and the quality investigation is completed.

Event description:
It was reported that upon opening of the sponges in the operative field, foreign material was found between the sponges. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.